Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample was available for an evaluation. Conclusion: the reported complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure. No CAPA required does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
While pt was setting up her cycler, alarm m01.17 sounded. While troubleshooting when she was removing the cassette from her cycler, she detected fluid in the cycler compartment. At that time, she powered off the cycler and has been performing manual exchanges. Pt discarded the tubing set. There is no report of pt ill effect.